Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified middle right coronary artery (rca). A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During procedure, the device was observed to have difficulty crossing the target lesion. After several attempts, the device was then able to cross the lesion. Initial inflation was done at 10atm; second inflation was at 12atm at 30 seconds respectively; however, upon third inflation at 14atm, it was noted that the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure, when a balloon pinhole leak was identified at the proximal edge of the proximal markerband. : the device was visually and microscopically examined and no issues were noted with the markerbands, blades or tip of the device. A visual and tactile examination identified multiple kinks along the length of the hypotube and the shaft polymer extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the rate of burst pressure of this flextome balloon is 12atm (atmospheres). Therefore this device was used in a manner inconsistent with labelled instructions. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified middle right coronary artery (rca). A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During procedure, the device was observed to have difficulty crossing the target lesion. After several attempts, the device was then able to cross the lesion. Initial inflation was done at 10atm; second inflation was at 12atm at 30 seconds respectively; however, upon third inflation at 14atm, it was noted that the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with another of the same device. There were no patient complications reported.